Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the ischemia and hematoma were unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. It was reported that decreased blood flow was noted down impella leg. A distal perfusion sheath was placed to provide flow. The patient outcome is still to be determined as the patient remains on support. Additional information indicates that a hematoma was noted at groin site after transition to a repositioning sheath. Manual pressure was applied, the perclose was cinched further, and angle matching was completed.